Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2018; lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for unknown reasons, whereupon a chest x-ray revealed that the right ventricular (rv) lead was displaced into the left ventricle via a patent foramen ovale (pfo). The physician attempted to revise the lead position, but when initially turning the lead pin counterclockwise, the helix would not retract. The physician pulled back slightly on the lead and the helix then retracted. The lead was then explanted. While exercising the helix outside of the body, the helix would only extend a small amount. The lead was then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended. The helix is bent and stretched. If information is provided in the future, a supplemental report will be issued.